Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at infusion set tubing between the cart and twist lock. Customer's blood glucose level was 107mg/dl. Reportedly, the customer changed cartridges and successfully resumed insulin delivery.